Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. Omsc found that the pressure sensor mounted on the main circuit board was failed. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the power of the device intermittently turned off. The user replaced the device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.